Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report the patient's receiver was not working on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.